Event description:
As reported on (B)(6) 2011, a (B)(6) female presented for an endovenous laser treatment of the left great saphenous vein. With the tre-sheath in position and in preparation of inserting the laser fiber, the physician flushed the sheath with 5 cc of normal saline. The patient became light headed with perioral paresthesia and had chest pains with palpitations. The procedure was immediately aborted. The patient was given aspirin and transported to the emergency room. Patient under went CT of the chest to rule-out pulmonary embolism and the study was negative. Cardiac enzymes were normal. A follow up outpatient stress test was normal. It was reported by the user that the physician used a device that was recalled. User was notified of the recall on (B)(4) 2011. There was no permanent harm or injury to the patient.

Manufacturer narrative:
Patient returned on (B)(6) 2011 for another attempt for endovenous laser treatment by the same physician at the same facility. The patient had similar symptoms, although less severe than the first episode. The patient was not transported to the emergency room for this occurrence. The patient's symptoms resolved within a couple of minutes without any medical intervention. The procedure was successfully completed without further complications. There was no report of harm or injury to the patient. It was reported that a non-recalled device was used for the second procedure. Although the reported device was disposed of and not available for evaluation, an investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up information will be sent via a follow up medwatch. (B)(4).